Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose of more than 400mg/dl. Troubleshooting was performed. The bolus history revealed that there was no bolus made for three days. The programming on the insulin pump was correct. Ran a fixed prime and high pressure test and the device passed the tests. No further info was provided.